Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had blood detected back in tub. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the crm, safety disk, purge valve assembly, purge luer, male luer, blood detect tubing , cable clamp, fill clear tubing, and a hose barb, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) had blood detected back in tub. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found blood detected in tubing was repair by installing a new crm, safety disk, purge valve assembly, purge luer, blood detect tubing, cable clamp, fill clear tubing, and a hose barb. Complete with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use.

Event description:
N/a.